Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where medications were unable to be issued. A technical support specialist discovered that the employees who needed the ability to issue controls needed to have their credentials altered in myqlink. The technical support specialist reached out to the customer and provided the necessary changes for each nurse so that they could issue medications. They logged into the cabinet and ensured that the validation code settings were correctly enabled for item schedules between 2 to 5. The technical support specialist also guided the customer, explaining that each item in the database that is limited needed to have the correct rights assigned to each employee to add new items to a patient's medication order list if they do not see it on their screens when trying to issue medications to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower had an issue where medications were unable to be issued. There were no adverse events or injuries reported based on this incident.